Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported there was poor flow out of the hansen valves. This occurred after surgery while the unit was being defrosted. There were no reported adverse consequences to the pt.